Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had radiation treatment where they were using a magnet. It beeped for the first session of radiation, but did not beep for the second. The patient was unable to send a remote transmission, so the patient was going to come into the office for further troubleshooting before the next radiation session. No further information obtained from the field representative or clinic. The crt-d remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that a device check was performed with normal function and no issues. The radiation therapy was complete. No adverse patient effects were reported.